Manufacturer narrative:
Additional information provided: device available for eval? (B)(4). The customer¿s report of cracking and leaking of the pca tubing where the y connector was mated was confirmed. The set was visually inspected and the female luer was noted to have a crack measuring 10.53mm. Functional testing was performed and fluid was observed leaking from the cracked female luer. The root cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported cracking and leaking of a pca tubing where the y connector was mated to another tubing for maintenance fluid. There was no patient harm.

Manufacturer narrative:
(B)(4)